Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a soundstar catheter and during the operation, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual analysis revealed that the shaft of the device was bent and that there was a staple piercing through the shaft of the device, additionally, corrosion in the staple was observed in the portion that pierced through the shaft. These findings are MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and deflection test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the shaft of the device was bent and that there was a staple piercing through the shaft of the device. Additionally, corrosion in the staple was observed in the portion that pierced through the shaft. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A device history record evaluation was performed for the finished device lot number, and no internal action was found during the review. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the bent shaft and the staple piercing through the shaft conditions could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The bent shaft and pierced shaft issues are unrelated to the reported event. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported issue of deflection -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the bent shaft and the staple piercing through the shaft -investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the corrosion in the staple this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).